Manufacturer narrative:
It was reported that the product was not inspected prior to use. The vision IFU states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, it is unknown when the stent may have dislodged and a conclusive cause for the stent dislodgement could not be determined. The reported patient effect of nonresorbable material unretrieved in the body is a secondary effect of the stent dislodgement and there was not reported treatment, as the dislodged stent could not be located.

Event description:
Reporting status: serious injury - permanent damage, reporting rationale: dislodged stent may remain in the patient, device issue: stent dislodgement. It was reported that prior to the procedure, the device was not inspected and the stent was not prepped. Straight forward case, no calcium and the lesion was pre-dilated. After the guidewire and the stent delivery system (sds) were removed. There appeared to be some prolapse and there was no sign of the stent on the balloon. On the x-ray investigation, the stent could not be seen in the patient's anatomy. The only time the stent could have come off was upon removal. The legs and kidneys were screened, but it could not be located. A new multilink vision was then used to complete the procedure successfully with no ill effects to the patient. The physician could not say if there was a stent on the balloon prior to the first attempt or not. The device was discarded after the procedure. No additional event or patient information is available.